Event description:
On (B)(6) 2025, the user reported the pump screen was unable to unlock. A software update was installed, and the screen issue resolved. The user reported elevated blood glucose up to 400 mg/dl for approximately three hours while disconnected from the device. The issue improved after reconnecting.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.